Event description:
It was reported that shaft break occurred. The 90-99% stenosed target lesion was located at the moderately calcified and moderately tortuous left anterior descending artery. A 2.75 x 24 synergy ii des drug eluting stent was advanced for treatment. The .75 x 24 synergy ii des drug eluting stent didn't cross while advancing. The device was found to be broken after the procedure. The procedure was completed with another of the same device. There were no patient injury reported.

Manufacturer narrative:
Correction: b5- describe event or problem updated: initially reported as "stent damage occurred" however, this does not reflect in the h6-device code "shaft break". Device evaluated by MFR.: synergy ous mr 2.75 x 24mm stent delivery system (sds) was returned for analysis and the following attributes were examined: a visual examination of the stent found no damage. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break and kinks in the hypotube. The break was located at 24.2 cm distal from the strain relief. Further examinations identified a kink in the hypotube inside the strain relief at the base of the hub. A second kink was present in the hypotube at 2cm distal from the break site. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The 90-99% stenosed target lesion was located at the moderately calcified and moderately tortuous left anterior descending artery. A 2.75 x 24 synergy ii des drug eluting stent was advanced for treatment. The .75 x 24 synergy ii des drug eluting stent didn't cross while advancing. The device was found to be broken after the procedure. The procedure was completed with another of the same device. There were no patient injury reported.